Event description:
Additional information was received indicating the patient experienced syncopal episodes prior to the lead replacement. No adverse patient effects were reported following the lead replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture in multiple episodes which resulted in asystole of greater than two seconds. Surgical intervention was performed to abandon this lead and take it out of service. There were no additional adverse patient effects reported.